Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed the motor test. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked display window corner, cracked case at the display window corners, broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error while the insulin pump was being refueled. The customer's blood glucose was 10.5 mmol/l. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.